Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the issue in the device's electronic data. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powers on and off randomly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to duplicate or verify the reported issue. The device logs show the device performed to specification throughout the reported event with no unexpected shutdowns. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device powers on and off randomly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.